Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the circulation pump primed to fill in decontamination. Serviced the circulation pump. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the data files showing that the mixing pump was unable to make cold water in the circulation tank of an arctic sun device. They requested a quote for a loaner and the 2000 hour service. Per review of wo on 27apr2023, failed mixing pump. Per sample evaluation results received on 01may2023, it was reported that the circulation pump primed to fill in decontamination. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the l-tube and double l-tubing were replaced.

Event description:
It was reported that the data files showing that the mixing pump was unable to make cold water in the circulation tank of an arctic sun device. They requested a quote for a loaner and the 2000 hour service. Per review of wo on 27apr2023, failed mixing pump. Per sample evaluation results received on 01may2023, it was reported that the circulation pump primed to fill in decontamination. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the l-tube and double l-tubing were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.